Event description:
A 6 mm diameter x 60 mm length aurora biliary stent system was implanted into a patient for the treatment of a superficial femoral artery lesion which was dilated multiple times. It was reported that the stent was successfully deployed; however, during removal of the delivery system, the inner member detached from within the luer of the delivery system in a section of the device located outside the patient. The physician grabbed the detached inner member lumen that was located outside the patient and pulled it out of the patient in its entirety without complication. The patient was reported to be fine. The device was returned to medtronic and preliminary evaluations confirmed the detached inner member.